Event description:
Information received from the field does not address the patient's clinical status but notes that the device was interrogated without incident prior to implant and normal pacing was observed post-implant. When attempts were made to program the sensor, a telemetry link could not be established. Therefore, the physician elected to replace the device.